Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device was used for hemostasis, however, hemostasis was not perfectly achieved. Manual compression was then applied for about 12 minutes, but blood was oozing out. Even though the artery was pressed, oozing occurred; therefore, the physician thought that oozing occurred from the skin. The skin was sutured to stop oozing. Subsequently, hemostasis was successfully achieved. The physician believes that this event was not caused by the device since oozing occurred from the skin. No bleeding was noted since then. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. The patient recovered. The blood loss was less than 250cc. Hemostasis was successfully achieved by suturing the skin. The bleeding occurred in the procedure room. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.